Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6).

Event description:
It was reported the xenon light source exhibited light digital mode/lamp turns off and no image is visible. The issue occurred during a diagnostic procedure. No patient harm was reported.